Manufacturer narrative:
Based on additional information, the event of "myocardial infarction" does not apply to this event. Therefore, cordis is unreporting this event.

Manufacturer narrative:
Information was received via the (B)(4) study database that this patient was admitted with stable angina and positive test for ischemia with no pre-procedural enzymes drawn. Post implantation of a cypher stent (cxs(B)(4)) in the proximal right coronary artery (rca) the patient had elevated cardiac enzymes. The elevated cardiac enzymes were not considered a myocardial infarction by the physician, but per the study protocol it was indicated as a myocardial infarction/ischemic event. The severity was none to mild, and no treatment was given. The event resolved without sequel. The target lesion had been previously treated 5 years ago with a noncordis taxus stent with the cypher stent implanted within 5mm of the taxus. However, it was not treatment of an in-stent restenosis of a drug eluting stent. Additional medical history included diabetes mellitus type ii, hypertension, hyperlipidemia, lvef>50%, smoking, and family history of coronary artery disease. Pre-procedure antiplatelet therapy included aspirin and clopidogrel. Peri-procedure the patient did not receive thienopyridine, but received aspirin 325 mg 24 hours prior to the procedure. The patient had two vessels disease, but only one vessel was treated, indicated as a planned staged procedure. At index procedure, the denovo 70% stenosed target vessel lesion was the proximal rca that included a less than 2.5mm side-branch, mildly heavily calcified, type a lesion, without thrombus. The reference vessel diameter was 3.5mm, lesion length 23mm, and timi 3 flow was indicated. The vessel was not predilated. A cypher 3.5x23mm was successfully implanted at 20 atmospheres which is above the rated burst of 16 atms as outlined in the IFU. There were no delivery system issues, product malfunctions, dissection or complications during the procedure. Post procedure the stenosis was 0% and the timi flow was 3, and no dissection. Post procedure elevated cardiac enzymes were reported. Peak ckmb 8.5ng/ml (upper limit 4.0) and troponin I 0.34ng/ml (upper limit .006) 15 hours post procedure. Discharge medication consisted of aspirin and clopidogrel 75mg. Additionally, the patient was assigned to the thienopyridine treatment prior to discharge. The stent remains implanted. A review of the manufacturing documentation associated with lot 15116876 presented no issues during the manufacturing and inspection processes. Ischemia and myocardial infarction are known potential adverse events associated with coronary artery stenting procedures. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Cardiac enzymes were not measured prior to the procedure; therefore, the relationship of the event to the patient's pre-procedure status cannot be conclusively determined. The patient's medical history including previous pci, diabetes mellitus, smoking, and hypertension along with vessel characteristics including presence of a small side branch, and long lesion in a previously treated vessel are identified factors that may have contributed to the event. There is no indication that the reported adverse event is related to the device design or manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Information was received via the (B)(4) study data based that this patient was admitted with stable angina and positive test for ischemia with no pre-procedural enzymes drawn. Post implantation of a cypher stent (cxs(B)(4)) in the proximal right coronary artery (rca) the patient had elevated cardiac enzymes. The elevated cardiac enzymes were not considered a myocardial infarction by the physician, but per the study protocol it was adjudicated as a myocardial infarction/ischemic event per the arc (peri-procedural pci) definition. The severity was none to mild, and no treatment was given. The event resolved without sequel. The patient was discharged the day after the procedure. The target lesion had been previously treated 5 years ago with a noncordis taxus stent with the cypher stent implanted within 5mm of the taxus. However, it was not treatment of an in-stent restenosis of a drug eluting stent. Additional medical history included diabetes mellitus type ii, hypertension, hyperlipidemia, lvef>50%, smoking, and family history of coronary artery disease. Pre-procedure antiplatelet therapy included aspirin and clopidogrel. Peri-procedure the patient did not receive thienopyridine, but received aspirin 325 mg 24 hours prior to the procedure. The patient had two vessels disease, but only one vessel was treated, indicated as a planned staged procedure. At index procedure the denovo 70% stenosed target vessel lesion was the proximal rca that included a less than 2.5mm side-branch, mildly heavily calcified, type a lesion, without thrombus. The reference vessel diameter was 3.5mm, lesion length 23mm, and timi 3 flow was indicated. The vessel was not predilated. A cypher 3.5x23mm was successfully implanted at 20 atmospheres which is above the rated burst of 16 atms as outlined in the IFU. There were no delivery system issues, product malfunctions, dissection or complications during the procedure. Post procedure, the stenosis was 0% and the timi flow was 3, and no dissection. Post procedure elevated cardiac enzymes were reported. Peak ckmb 8.5ng/ml (upper limit 4.0) and troponin I 0.34ng/ml (upper limit .006) 15 hours post procedure. The ECG core lab reported no major st-t abnormalities and no new q waves. An absence of ischemic symptoms or abnormal ECG with no evidence of stent thrombosis and no required revascularization was reported. Discharge medication consisted of aspirin and clopidogrel 75mg. Additionally, the patient was assigned to the thienopyridine treatment prior to discharge the following day. The stent remains implanted. A review of the manufacturing documentation associated with lot 15116876 presented no issues during the manufacturing and inspection processes. Ischemia and myocardial infarction are known potential adverse events associated with coronary artery stenting procedures. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Cardiac enzymes were not measured prior to the procedure; therefore, the relationship of the event to the patient's pre-procedure status cannot be conclusively determined. The patient's medical history including previous pci, diabetes mellitus, smoking, and hypertension along with vessel characteristics including presence of a small side branch, and long lesion in a previously treated vessel are identified factors that may have contributed to the event. There is no indication that the reported adverse event is related to the device design or manufacturing process. Therefore, no corrective actions will be taken.

Event description:
(B)(4) study indicated that the patient was admitted for the procedure with stable angina and positive test for ischemia. Post procedure with cypher stent (cxs23350) implanted in the proximal right coronary artery (rca), the patient had elevated a cardiac enzymes (ck-mb 8.3mg/ml/troponin 0.25mg/ml) that was diagnosed as myocardial infarction/ischemic event. The severity was none to mild, and no treatment was given. The event resolved without sequela. Pre-procedure, no cardiac enzymes were drawn. The target vessel was previously treated with a non-cordis stent (taxus) and the cypher was implanted within 5mm of the taxus stent/lesion.

Manufacturer narrative:
During index procedure, the database indicated that patient medications consisted of gemfibrozil 1200mg, folic acid 2mg, aspirin 81mg, lasix 160mg, allopurinol 150mg, novolin on sliding scale, vitamin b 12 2000mcg, omeprazole 40mg, potassium chloride 10mcg, pravastatin 40mg, isosorbide mononitrate 30mg, indapamide 1.25mg, doxazosin 4mg, and diltiazem 180mg. Peri-procedure, the patient did not receive thienopyridine, but was taking aspirin 325 mg 24 hours prior to the procedure. The patient had two vessels disease, but only one vessel was treated. During the procedure, the target vessel lesion was (1) proximal right coronary artery (rca) that included side-branch less than 2.5mm, mildly heavily calcified, type a lesion, denovo, without thrombus, 70% stenotic, 3.5mm diameter, 23mm length, and timi 3 flow. The vessel was not predilated. A cypher 3.5x23mm was successfully implanted at 20 atmospheres. There were no delivery system issues, product malfunctions, angiographic or complications during the procedure. Post procedure the stenosis was 0% and the timi flow was 3, and no dissection. Discharge medication consisted of aspirin and clopidogrel 75mg. Additionally, the patient was assigned to the thienopyridine treatment prior to discharge. Additional information will be submitted within 30 days of receipt.